Event description:
The patient's wife called the manufacturer on 12/01/2006 to report the patient had product implanted in 2006. The system was then programmed after 31 days later. Subsequent to programming, the patient experienced symptoms related to neurological deficit; speech and swallowing abilities reportedly were affected. The patient has also experienced heavy eyelids. The hcp was contacted and the patient was scheduled for follow-up on 12/05/2006. The physician advised the patient to turn off the devices prior to exam. The patient shut off the first ipg on 11/28/2006 and reportedly turned off the second ipg on 11/30/2006. The patient's spouse called the manufacturer the following day to ask how long it would take for the patient's speech to return. No report of device explantation. Additional information has been requested. A follow up report will be sent if additional information is received. See also MFR report number 2649622-2006-02427.